Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The sample was then connected to an opti-neb compressor and the small breathing bag inflated correctly. The received sample was found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device functioned as intended.

Event description:
Customer complaint alleges the device reservior bag was not inflated during use on a patient. A new device was obtained for use. No patient harm was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since no lot number was reported. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation and determine the source of defect reported, it is necessary to evaluate the sample involved. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device reservoir bag was not inflated during use on a patient. A new device was obtained for use. No patient harm was reported. Patient condition reported as fine.